Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has vent inop alarm while on patient use. The patient was placed on another ventilator and there was no patient harm associated with this reported event.